Event description:
The patient¿s ins malfunctioned the day it was activated. There was a high amount of electricity through his lower body until he could get the ins turned off. It was about 15 minutes after the stimulation was started that the electricity was amped up so high that he could not talk. Someone in the car turned the stimulation off. His stomach muscles were so contracted that he could not pee for a day and his bowels were also contracted. His patient programmer also failed and he was not able to get together with the company representative until several days after implant. He has not turned his device back on. Additional information has been requested.

Event description:
Additional information found it was further reported his pains and feet were still sore.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).